Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The power distribution cart service was replaced for the evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming power distribution cart service. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported prior to a surgical procedure the laser did not work. A system message was displayed. The case was canceled. No patient involvement.